Event description:
It has been reported to us that during the procedure, the hub of the diagnostic catheter separated from the shaft. The physician inserted the diagnostic catheter into the pt. The physician used the diagnostic catheter to canulate and visualize the left coronary system. The catheter was advanced over the guide wire over the arch and wire removed to begin canulation of the right coronary artery. The physician torqued the diagnostic catheter to canulate and the blue hub dislodged from the remaining green distal section of the catheter. It was a clean separation of the two pieces, directly across the color change line marks the attachment of the two segments. The green distal section was then retracted back through the sheath on the guide wire. The remaining piece of the diagnostic catheter was removed successfully and the procedure proceeded along with other diagnostic catheters. The physician completed the case without any additional issues.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.